Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, totally occluded, de novo, proximal iliac artery, after lesion pre-dilatation, the 7.0 x 120 mm absolute pro stent was deployed smoothly; however, the middle portion of the stent was noted to be shortened. A second stent was used to fully cover the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.